Manufacturer narrative:
Findings: unit received with blank display due to moisture on electronics assembly. Moisture damage on motor, vibrator motor or battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to water. Customer reported that he was swimming. The customer stated that the device is vibrating without an alarm or alert. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.